Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k): k090140. Summary of investigational findings: no product was returned to assist the investigation and without the actual complaint device the exact reason for the non expanding filter legs cannot be determined. However, the filter legs may have been somehow obstructed from fully expanding due to e.g. Ivc anatomical conditions, clots or if not placed in ivc. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the device was inserted from the right jugular vein. The filter legs did not expand during an attempt of filter placement. Another igtcfs-65-jp-jug-tulip was used instead, and the procedure was completed with no problem. Patient outcome: there have been no adverse effects to the patient reported.